Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. The patient alleged her onetouch ultra meter prompted apply sample at 6 or 7 pm, in 2009, although the teststrips reportedly drew the sample into the test area. The patient took her usual dose of oral medication, 850 mg metformin twice a day and 15 mg actose. At an unrecalled time after the reported issue began, the patient felt shaky and had headaches. Reportedly no medical intervention was received. With a new vial of test strips, the issue was resolved during troubleshooting with the cca. Because the patient alleged she was shaky, a symptom that meets the criteria for serious injury, after the reported issue began, the complaint is reported. The product was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.